Manufacturer narrative:
Conclusion: the valve remains implanted. Medtronic received imaging for this event which were sent for image review. Per image review: "there are no valve load checks for this event. During the post balloon aortic valvuloplasty (bav), on inflation the balloon dislodges the valve superiorly. There is no additional imaging provided that can confirm the first valve system was removed." Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. Here it appears that the dislodge may have been influenced by the post implant bav. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical aortic valve (sav), the valve was placed at approximately 4 millimeter (mm) below the sav suture ring. After the valve was deployed, echocardiogram showed a gradient of 19 mmhg. The physician post dilated the transcatheter valve with a 21 mm non-medtronic balloon. Upon inflation of the balloon, the valve dislodged into the distal portion of the sav/ascending aorta. A second valve was implanted successfully. No additional adverse patient effects were reported.